Manufacturer narrative:
H3 product evaluation - the returned driver was functionally evaluated with a reform screw. The driver properly threaded to the screw and the locking mechanism functions as intended. The tip fractured at the face of the "t". Although a bending component cannot be ruled out, the driver appear to have failed due to excessive torque. This excessive torque load can be attributed to the lack of pedicle preparation (i.e. A tap was not used). Due to improper technique, no corrective action is warranted for this driver. Review of device history record found eight (8) pieces of this lot were released for distribution on 8/18/2015 with no deviation or anomalies. Two-year complaint history review did not identify a trend for reports of this nature for this lot.this report is number 2 of 4 mdrs filed for the same event (reference 3005739886-2015-00020-1 / 00023-1).

Event description:
A posterior decompression fusion revision was performed on (B)(6) 2019 utilizing the reform pedicle screw system, to address disease progression. While implanting 6.5 x 45mm & 6.5 x 50mm reform pedicle screws the tips of two reform drivers with mechanical lock (hxx-39-0001) and one short reform driver, stk adapter (c2602) broke. The existing holes were not tapped due to surgeon replacing screws at same levels where screws were being removed. The tip of each driver snapped while the surgeon was powering screws into the pedicle on different levels. Subsequently, the tip of the lock-screw torque driver (39-rd-0060) broke during final tightening of a set screw. All four broken tips were successfully removed from the head of the screws. There was no patient injury or delay to the procedure reported as a result of the reported failures.

Manufacturer narrative:
Patient information: unknown. Occupation: other: office manager. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted. This report is number 2 of 4 mdrs filed for the same event (reference 3005739886-2015-00020 / 00023).

Event description:
A posterior decompression fusion revision was performed on (B)(6) 2019 utilizing the reform pedical screw system, to address disease progression. While implanting 6.5 x 45mm & 6.5 x 50mm reform pedicle screws the tips of two reform drivers with mechanical lock (hxx-39-0001) and one short reform driver, stk adapter (c2602) broke. The existing holes were not tapped due to surgeon replacing screws at same levels where screws were being removed. The tip of each driver snapped while the surgeon was powering screws into the pedicle on different levels. Subsequently, the tip of the lock-screw torque driver (39-rd-0060) broke during final tightening of a set screw. All four broken tips were successfully removed from the head of the screws. There was no patient injury or delay to the procedure reported as a result of the reported failures.